Manufacturer narrative:
The reliability analysis inspected one opened and or used sensor and performed visual inspection and found sensor cannula broken, and broken part is missing. It was unable to be confirmed that the customer received sensor in said condition due to customer returning sensor opened and or used.

Event description:
The customer reported via phone call of issues with their sensor. The customer states receiving sensor errors. The customer's blood glucose level at the time of incident was 196mg/dl. The customer states they are also having issues with serter not letting go of the sensor. Troubleshoot was conducted. The customer is returning the sensor for analysis and having it replaced. The reliability analysis inspected one opened and or used sensor and performed visual inspection and found sensor cannula broken, and broken part is missing. It was unable to be confirmed that the customer received sensor in said condition due to customer returning sensor opened and or used.